Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced elevated, reported at 419 mg/dl glucose while consuming high-sugar snacks that were not announced, and education was provided that such snacks should be announced; a supply change was addressed in a separate case. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention and completion of troubleshooting and education. Investigation of this case revealed user-related use error due to missed meal announcement with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction inconsistent with labeling and expected operation.